Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue would not turn on was reproduced during the device evaluation as a failed keypad due to the on/off key not working. The device was determined to not meet all product specifications related to the reported event. The damaged keypad was verified and replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump would not turn on. No additional information is available.